Event description:
It was reported that the bd ultrasafe¿ manual needle guard syringe's safety device was found prematurely activated before use when removing it from the blister tray. The following information was provided by the initial reporter: "the complaints description from the patient stated that the mng was prematurely activated upon removal of the pfs from the blister tray before administering the injection. Subsequently, premature activation has been observed in fifty-two (52) additional customer returned units". "Note: user reports the yellow needle guard of the aranesp pfs was already covering the needle in its box. He was able to slide the needle guard back up a little so that it is no longer covering the needle. The ends of the needle guard had been bent outward".

Manufacturer narrative:
H.6. Investigation: photos were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Based on the photo there is no damage or missing features on the safety device which could explain premature releasing of the unit. 36 pcs retain samples were inspected from the reported batch and others. All samples had both latch finger on their non-activated place, no damaged or missing features or partial activations were found. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Based on the investigation conclusion the defect occurred due to misuse of the combination product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultrasafe manual needle guard syringe's safety device was found prematurely activated before use when removing it from the blister tray. The following information was provided by the initial reporter: "the complaints description from the patient stated that the mng was prematurely activated upon removal of the pfs from the blister tray before administering the injection. Subsequently, premature activation has been observed in fifty-two (52) additional customer returned units" "note: user reports the yellow needle guard of the aranesp pfs was already covering the needle in its box. He was able to slide the needle guard back up a little so that it is no longer covering the needle. The ends of the needle guard had been bent outward".